Manufacturer narrative:
A ge rep evaluated the sys and adjusted the 5v power supply, replaced the ffb, and gib, and reloaded calibration files. Sys operates as intended. (B) (4).

Event description:
The customer reported intermittent communication failures. No pt injury was reported.